Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with sensor break. It was reported that the sensor had alarmed for lost sensor, and when removed it appeared as the sensor was not attached. It was reported that the senor would be replaced and returned for analysis. No further information provided.